Manufacturer narrative:
Device was not avilable for examination. In-house investigation included review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to a catheter break.

Event description:
It was reported that after the peripherally inserted central catheter (PICC) had been placed in the patient, the catheter snapped. The report did not indicate the catheter separation location, or if there were any interventions performed or health impacts to the patient.